Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, that one (1) of the eight (8) implanted matrixrib universal plates, was discovered as free-floating. It was reported that it somehow pulled-off the ninth (9th) rib. The surgeon was unsure if someone moved or positioned the patient incorrectly after the procedure was completed. The patient previously had additional surgeries to correct other fractures without any issue. The patient will have a corrective procedure to remove the plate. There is no further information reported. Concomitant devices reported: unknown matrixrib plates (part #: unknown, lot #: unknown, quantity: 7). Unknown matrixrib screw (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) ti matrixrib universal plate 8 holes this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter state: wellington. Investigation summary complained issue could not be replicated and/or confirmed based on the available information. No pictures an /or x-rays were provided and no material was returned for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis.